Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received for evaluation. Upon visual inspection, it was found that the obturator is jammed inside the sheath, the end of the sheath shaft is deformed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for this issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages on the sheath, therefore, the obturator can not be fully inserted, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the affiliate in germany that preoperatively to an unknown surgery on an unknown date, it was observed that the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) device did not work properly. During in-house engineering evaluation, it was determined that obturator was jammed inside the sheath. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.